Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump there is a noise heard while pump is rewinding. The customer's blood glucose level was unknown at the time of the incident. No further details given. Pump will be return for analysis.

Manufacturer narrative:
Pump rewound properly during rewind sequence. No rewind anomaly noted during testing. No unexpected noise heard during rewind sequence. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.